Event description:
Additional information received reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(4), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient's device "stopped working" seven months prior to a report on (B)(6) 2011. Additional information received on (B)(6) 2012 reported that the patient had telemetry issues for approximately a year. The patient's first overdischarge was reported and before overdischarge he complained he had to "recharge every day, continuously." After the device was recovered from overdischarge, impedance checks were performed and electrode combinations used with the fourth electrode produced high impedances. The programming was adjusted and recharging patterns became monitored. Further information received on (B)(6) 2012 reported that the patient's device was unable to hold a charge. Two weeks later it was reported that the device was replaced on (B)(6) 2012. No patient outcome was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): final analysis of the implantable neurostimulator revealed no significant anomaly and a reduced battery capacity due to overdischarge.